Event description:
Same case as MFR report #: 2134265-2012-05542. It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 90% stenosed target lesion located from the mildly calcified and moderately tortuous right coronary artery to the posterior descending artery. An 3.0x16mm promus element stent was deployed in the target lesion. Next the physician performed post intravascular ultrasound using an atlantis imaging catheter, but when they "tried to remove this device from the patient, the device stuck in the middle of the promus element stent" deforming and shortening the stent. The physician pushed and withdrew the device several times to remove the atlantis catheter from the stent. Treatment placed an additional unspecified stent and utilized post dilation. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)